Manufacturer narrative:
A hill-rom service tech inspected the bed and found that an incorrect tension on the CPR cable was causing the head motor to drift and not go up. The tech adjusted the tension and the bed began to operate properly.

Event description:
It was reported to hill-rom that the bed was alarming. A hill-rom service technician inspected the bed and found that an incorrect tension on the CPR cable was causing the head motor to drift and not go up. The technician adjusted the tension and the bed began to operate properly.